Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information received (b3 and b5), and to correct the manufacturing date (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image was due to a faulty charge coupler device (ccd). The cause of the faulty charge coupler device could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received regarding event date, as identified in b3.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by imaging component failure. In addition, service found the scope mount was loose and there was a leakage. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image did not appear. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.